Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient receiving hydromorphone (28 mg/ml at 9.543 mg/day) via an implanted pump. On (B)(6) 2020 the hcp reported that the patient called stating that her pump began alarming on (B)(6) 2020. The hcp interrogated the pump and found that the pump stalled that morning. The patient had not recently had an MRI. The patient called today stating that her pump was still alarming the critical alarm and the hcp was wondering if that meant the pump was still stalled. When asked if the patient was symptomatic, the hcp stated, ¿this patient is always a 9/10 pain and is now stating she is miserable but has no flu-like symptoms or further symptoms of withdrawal at this point¿. Additional information was received on 06-jul-2020 directly from the patient who reported that she had been miserable since thursday ((B)(6) 2020). She stated that her pump seized up and the motor stopped running on thursday morning and the critical alarm had been going off since thursday. The nurse had come out to her home to check her pump and found out the motor stopped working and the pump was still alarming today. No further complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a doctor appointment tomorrow ((B)(6) 2020) and was wonder what would happen. The caller was wondering if there were pumps available in case they replaced theirs. The caller was redirected to the hcp.